Event description:
It was reported that a temperature alarm occurred while the pump was charging. There was no reported adverse impact to the customer's blood glucose level. The caller was informed not to use third-party charging supplies and was able to clear the alarm and resume insulin delivery. The caller was advised to monitor the situation and contact support again if the issue recurred.